Event description:
It has been reported to us that the introducer sheath buckled upon insertion into the pt. The physician attempted to insert the introducer sheath into the pt's left femoral artery; however, the sheath buckled. The device was removed and replaced with another to complete the case. There was no injury to the pt and no complications. This report is being issued based on the physician's concern that a split may have potential to lacerate the artery.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.